Event description:
It was reported that during a thoractomy procedure, one side of the cartridge did not fire. The case was completed with another device without patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.